Event description:
Sanofi received additional information via e-mail from a physician in 2005. A female developed an "incredibly intense skin reaction within a few days of injecting hyaluronate sodium, with a large area of necrosis over her calf that measured at least 10 x 20 inches. Her entire body or at least all of her extremities were covered with tiny postulas and an enythamatosus rash." She was sent to a teaching hospital dermatology department where she was biopsied (diagnosis and results unknown). The dermatologist told the physician that the reaction may have been due to voltaren (dictofenac). Additional information received via phne from a medical assistant five days later. Patient received hyaluronate sodium injections in october 2004, another one week later and another two weeks later for osteoarthritis of the left knee. The dermatologist's name and contact information is unknown, and it is unknown what corrective treatment, if any, was provided. The pt has contacted the physician since the event, but there was no further mention of the advserse event per the patient's medical records.